Event description:
The customer reported that her blood glucose rose to as high as 400 mg/dl, and that when she moved, the cannula dislodged. The customer was not wearing the pod at a recommended site. The pod was worn for less than 4 hours.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.